Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Perforation/ tamponade is a potential complication associated with transvenous leads/catheters. It is included in the list of potential complications given in the instructions for use.

Event description:
Following the initial implant procedure, an echocardiogram was performed and revealed a cardiac perforation resulting in tamponade. A pericardiocentesis was performed to treat the tamponade. The patient was in stable condition.